Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found cracked top case, and damaged bottom case. The device's event history log was reviewed for evidence of the reported problem, found check clutch/plunger". To conduct functional testing the device was powered on and an occlusion test was performed. Upon power up, the reported problem could not be duplicated. Evaluation was unable to determine the primary cause. A probable cause is the main pcb. As a preventative measure the main pcb was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device keeps freezing. There was a patient incident on the pump so they were unable to assess it. Pump is returning for repair.